Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported they had shocking that went all of the way from their head and down their body. It took 20 seconds and the doctor who did the test could notice the shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.